Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is thin and the ipg site was causing discomfort. As a result, the patient underwent surgical intervention on (B)(6) 2014 to reposition the ipg and bury it deeper in the pocket. Follow-up identified the patient is no longer experiencing discomfort.